Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2014 due to dislocation. The acetabular liner and modular head were removed and replaced with a constrained liner and head. During the revision procedure, a low profile screw fractured as it was being inserted into the acetabular cup. The fractured piece was retrieved and the procedure was completed without further complication.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-007492 / 07494).